Event description:
Philips received a complaint on earlyvue vs30 indicating that when the pressure drops, it makes sudden and irregular increases; the blood pressure measurement is erratic. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
E1 reporting institution phone#:(B)(6). E1 reporter phone#:(B)(6). Analysis was performed onsite service personnel which included static pressure test and nibp calibration. The nibp pump was checked. Based on the results of the analysis, it was determined that the product has malfunctioned; the nibp hose was defective. The issue was resolved by replacing the nibp hose. The customer replaced the nibp cuff and the product is back in service.